Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert was noted for possible output circuit damage and possible high voltage lead damage. Low, out of range high voltage lead impedance and oversensing were observed. The lead was explanted and replaced. Patient condition after the event was good.

Manufacturer narrative:
External insulation abrasion was noted at 25.7-25.9cm from the connector pin, consistent with lead friction to the ICD can. One rv conductor etfe coating was abraded and the conductor was melted at this location. This is consistent with the observation from the field of low hv lead impedance. The reported field event of oversensing could not be confirmed.